Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed with the integrated electrosurgical unit (iesu/erbe) vio involved in this complaint. There was no patient injury, or surgical delay.

Manufacturer narrative:
The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting assistance. The customer switched to the forcetriad but the instrument would not fire as expected. The customer was advised to replace the fenestrated bipolar forceps or energy cable. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the fenestrated bipolar forceps (fbf) instrument was unable to be fired. The intuitive surgical, inc. (Isi) clinical sales representative (csr) received phone assistance from the isi technical service engineer (tse). The isi csr stated that the output sounds were normal. The energy cable was replaced, but the issue was not resolved. The site opted to switch to an external generator, but the energy output was weak. The isi tse advised the customer to replace the fbf instrument or the energy cable. The procedure was completed as planned with no reported injury.